Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by a consumer regarding a patient receiving an unknown drug via an implanted pump system. The indication for use was intractable spasticity. On (B)(6) 2017 it was reported that there was a pump malfunction. Increased dystonia was noted. There were no further complications reported/anticipated.